Event description:
Caller reported that the indicated battery charge on their pump dropped significantly in a short period. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller to charge the pump and ultimately decided to replace it. The caller planned to use multiple daily injections as a backup therapy and was provided with instructions on how to store the pump before returning it. The replacement pump was confirmed for shipping, and the caller agreed to return the problematic pump using a prepaid label within 10 days.